Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an (B)(6) year-old (B)(6) male patient had impella cp pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported that while on impella support there was side leak bleeding at the impella access site. Sutures were added to stop the bleeding and red blood cells were administered; exact amount was not provided. No further information was provided.